Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump alarmed. Customer stated she was changing the reservoir when she went to prime, it will squirt and alarmed. The customer's blood glucose at the time was 71mg/dl. The customer stated the insulin is squirting out during the manual prime process. Customer stated the insulin pump has been dropped. Advised customer to discontinue the use of the insulin pump and revert to back up plan.